Event description:
It was reported that, "dr. (B)(6) was taking his femoral trial off with the slap hammer and when he was slapping it backwards the end of it broke off. There was no problems to the patient, surgery, or anyone in the room."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.